Event description:
It was reported that they are getting excellent quality when recharging the implanted neurostimulator for an hour today, but the implant will not go above 50% charge since today. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna or controller port. Controller show 100%, implant 50% charged. Agent recommend cleaning the ports. The issue was not resolved. A request was sent to the repair department to replace the recharger device. Patient(pt) called back, repeated previously documented information, and added that they were charging their implanted neurostimulator (ins) today for over 2 hours, but the ins only incremented from 20 (30%) to 50%. Pt expressed feeling depressed due to the issue. Pt confirmed no visible damage to the controller port, recharger antenna, or recharger cord. Agent instructed pt to clean the pins on the recharger cord and blow air into the controller port before connecting the recharger to the controller. Pt reported excellent charge quality, which changed to good then back to excellent after a few seconds, with 1 to 2 instances of poor recharge quality message. Controller at 80%, ins at 50%. Pt was unable to use the recharger belt because their ins is located lower than normal, and requested relocation of the implantable neurostimulator (ins) to a higher position if possible. Pt planned to stick the recharger head over their underwear to start charging the ins. Agent had pt continue charging the ins for about 10 minutes, but battery levels did not change for either controller or ins despite excellent charge quality. Agent had pt turn off stimulation and charge for about 5 minutes, but the issue persisted. Agent informed pt that a replacement controller will be requested and advised pt to contact their healthcare provider (hcp) if the issue persists with the new controller. Pt confirmed understanding. Agent sent request to repair for controller replacement.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.